Event description:
Dr inserted malyugin ring and a small piece of plastic/glass about the size of an eyelash came into the anterior chamber of the eye with the ring. Dr was able to remove the object with a forceps.